Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 12459420,50512931) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, chlamydia test positive, vaginal delivery, ovarian cyst, nabothian cyst, adenomyosis, heavy periods, blood pressure high, morbid obesity, tobacco abuse, cholecystitis, abdominal pain, smear cervix abnormal, anemia, anxiety, menorrhagia and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (total abdominal hysterectomy right salpingectomy right excision of abdominal mass x2). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2010. 3 coils each tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: bilateral tubal occlusion-type devices are noted extending into the isthmic portion of the fallopian tube near the junction with the uterus. Ultrasound pelvis - on (B)(6) 2016: sonographic appearance of the uterus and right ovary is within normal limits. Nonvisualization of the left ovary. Trace pelvic fluid, likely physiologic. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received: reporter, lot number, medical history, lab test and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery ((hysterectomy + bi-s)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: one event was updated from injury nos to pelvic pain & new events- abnormal bleeding, psych injury were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 12459420-not valid,50512931) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, chlamydia test positive, vaginal delivery, ovarian cyst, nabothian cyst, adenomyosis, heavy periods, blood pressure high, morbid obesity, tobacco abuse, cholecystitis, abdominal pain, smear cervix abnormal, anemia, anxiety, menorrhagia and pelvic adhesions. On (b(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (total abdominal hysterectomy right salpingectomy right excision of abdominal mass x2). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2010. 3 coils each tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: bilateral tubal occlusion-type devices are noted extending into the isthmic portion of the fallopian tube near the junction with the uterus. Ultrasound pelvis - on (B)(6)2016: sonographic appearance of the uterus and right ovary is within normal limits. Nonvisualization of the left ovary. Trace pelvic fluid, likely physiologic. Lot number reported (12459420) is not valid. Most recent follow-up information incorporated above includes: on 6-apr-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 12459420-not valid,50512931) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, chlamydia test positive, vaginal delivery, ovarian cyst, nabothian cyst, adenomyosis, heavy periods, blood pressure high, morbid obesity, tobacco abuse, cholecystitis, abdominal pain, smear cervix abnormal, anemia, anxiety, menorrhagia and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (total abdominal hysterectomy right salpingectomy right excision of abdominal mass x2). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2010. 3 coils each tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: bilateral tubal occlusion-type devices are noted extending into the isthmic portion of the fallopian tube near the junction with the uterus. Ultrasound pelvis - on (B)(6) 2016: sonographic appearance of the uterus and right ovary is within normal limits. Nonvisualization of the left ovary. Trace pelvic fluid, likely physiologic. Lot number reported (12459420) is not valid. Lot number: 50512931 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.